Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net after receiving a vibratory notifier. Review of transmissions revealed that the right atrial lead exhibited low pacing lead impedance. It was also noted that the lead exhibited noise resulting in auto mode switch episodes. On (B)(6) 2018, the patient was seen in clinic and the noise was reproducible. The device was reprogrammed. Patient was asymptomatic and will continue to be monitored.

Event description:
New information received indicated that the lead was explanted on (B)(6) 2019. There were no adverse patient consequences.